Event description:
The patient reported that the battery doesn't hold a charge. The battery was replaced with no effect on the patient. Analysis of the returned device found a faulty cell.

Manufacturer narrative:
On (B)(6) 2014, heartware issued a field safety notice (fsca (B)(6) 2014) and patient letter to physicians; the sites delivered the letter to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Instructions were given in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. The heartware vad is used for treatment not diagnosis. (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Analysis of the battery revealed that the device failed to meet specifications; the battery passed visual inspection but failed functional testing due to a faulty internal cell pair. The reported event could not be confirmed as the battery was inoperable at the time of testing due to a cell under voltage (cuv) and cell over voltage (cov) flag. However, the confirmed malfunction is related to the reported event. Heartware has opened an internal investigation to evaluate these types of issues. Fsca (B)(6) 2014 was distributed to reinforce proper power management. There are no known clinical or user related factors that could have contributed to this event.